Event description:
It was reported that during use of a swan ganz catheter during implantation of a medtronic transcatheter bioprostethic valve, the patient's blood pressure dropped. The vale was implanted and the low blood pressure remained and never recovered. The patient died, and it was discovered that the pulmonary artery had been ruptured.

Manufacturer narrative:
No product was returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The lot number was not provided thus a device history record was not reviewed. Per the instructions for use (IFU), pulmonary artery perforation is a known potential adverse event which has been identified as a possible complication of the use of pulmonary artery catheters, such as the swan-ganz. There are multiple patient and procedural factors that alone or in combination can cause or contribute to pulmonary artery perforation, including: pulmonary hypertension, advanced age, cardiac surgery with hypothermia and anticoagulation, distal catheter tip migration, and arteriovenous fistula formation and other vascular traumas. Early clinical symptoms of a pulmonary artery perforation include hemoptysis of bright red blood and or hypotension. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.